Event description:
Ivc filter placed due to history of dvt-post-op bleed due to anticoagulation. 5/7/01 pt admitted w/occluded l iliac vein. Treated with tpa x several days. Current status: at home with self-care. Major medical diagnosis: new left lower extremity deep venous thrombosis. Spontaneous retroperitoneal hemorrhage 3/01, in the setting of inr 3.3. History of recurrent venous thromboembolism likely secondary to hypercoagulable state. Psychiatric disorder. Coagulopathy secondary to coumadin, ivc thrombosis in 4/01. Pt was hospitalized 3/01 for dvt and pulmonary embolism recurrent episodes. 4/01 discharge note- dr felt pt could not be discharged on anticoagulants, for fear of further intraperitoneal bleeding. 4/01 - consultation report- three weeks status post retroperitoneal spontaneous hemorrhage while on coumadin. Now with vena caval filter in place and thrombosis of the vena cava to abvove the filter.